Event description:
Boston scientific received information that post implant of this device, the right ventricular (rv) lead shock impedances were high and out-of-range (oor) in the triad configuration threshold (dft) testing was done at implant and were satisfactory at that time. Boston scientific technical services (ts) was consulted and suggested that the boston scientific sales representative (sr) check to make sure the most up to date software was loaded onto the zoom programmer, and it was not. The newest software was then uploaded, and the device still noted the non boston scientific lead was showing an oor impedance measurement. A chest x-ray was taken, and the lead programming was changed from coil to device, dft testing was done again, with appropriate results. The lead remains in that configuration with no plans to intervene at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Review of the memory log verified that the shock lead impedance measurements during the last year of implant were normal, it is noted that the device only retains the last 364 daily measurements. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted over five years later during a therapy upgrade procedure. No adverse patient effects were reported.